Event description:
Boston scientific was notified that during an event the transend .010"/205 guidewire was used with a tracer catheter (electrode catheter) at the coronary vein. After measurement of the potential, both the guidewire and catheter were removed. Then 15-mm of the tip of the guidewire broke and was left at the distal lesion. The operation went successful with another unit.